Event description:
Caller reported a malfunction on pump with malf 16 code. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support arranged a replacement pump, instructed caller on storage mode and return process, and advised on steps for using the new pump. No backup insulin therapy was available, so caller was advised to contact healthcare provider.